Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons ever sticky or non-responsive and smash harder on the bolus. Customer reported insulin pump ever erased settings when putting in a new battery and scratches or damage on the pump display and it affect ability to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported a low battery or low reservoir and the pump did not give an alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.